Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose level. The corrective action taken was that technical support planned to replace the damaged charging supplies with a new set via 2-day shipping.